Event description:
It was reported that during the priming of a prismaflex m100 set c, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation however photos and videos were provided. The visual inspection observed that the return line was perforated inside the screwed connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.